Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a 48 hour esophageal ph test. When the patient woke up from the procedural sedation, they immediately noticed pain in the chest, and so the patient was assured by the surgeon that it was normal. Every time the patient swallowed, they had pain and was unable to eat any solid food. The pain proceeded to get worse every time they swallowed their own saliva. The surgeon ordered an x-ray and it showed that the capsule was still in place so the surgeon decided to schedule the removal of the capsule. When the patient woke up from the removal of the capsule, they were in incredible pain. The surgeon told them that it was hurting because when he removed the capsule, it tore the esophageal wall and he had to place clips to repair it. The pain was absolutely unbearable, so the patient was prescribed liquid tylenol with codeine, but the patient detested how it made them nauseous, however, it took away the pain.